Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded out of range left ventricular (lv) pacing impedance measurements of greater than 2000 ohms and loss of lv capture. All other lead measurements were noted to be stable. Technical services (ts) discussed a possible lead issue. It was also questioned why the lv sensing appeared low. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that the patient was scheduled for an lv lead repositioning in the future.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.

Manufacturer narrative:
--